Event description:
It was reported that the coiled tubing cap was separated from the housing of a large volume infusor. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from july 10, 2014 ¿ july 11, 2014. The device was received for evaluation. Visual inspection noted that the red coil cap was attached to the housing. The reported condition of a separated cap could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.